Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The guidewire was returned fully inserted in the lead and was folded over at the lead tip. It was indicated the wire prolapsed distal to the lead tip, then was pulled back into the lead in a prolapsed state. The wire prolapsed within the lead caused the wire to become stuck in the lead tip. As a result, induced damage was confirmed.

Event description:
Boston scientific received information that during the implant procedure, the guidewire became caught in the left ventricular (lv) lead. As the guidewire could not be removed from the lv lead, the entire lead was removed and replaced. No adverse patient effects were reported.